Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer and did not meet physician expectations with respect to longevity.